Manufacturer narrative:
Reportable malfunction with inomax dsir dg20160195 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to over-delivery of nitric oxide for 12 consecutive seconds on (B)(6) 2018. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, it was recommended to the distributor to replace the proportional valve. This condition will be tracked and trended under the company's quality system. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due overdelivery for inomax dsir dg20160195. This service log finding meets the criteria of a reportable malfunction. There was no complaint alleged against this device. This match was found during routine review of service logs from a device in the (B)(6).